Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 power was going in and out (working-not working). They changed out cord vh-4030 and still same issue. They waited paused and the device vh-3010 started to work again. No delays reported. No patient effects.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.